Manufacturer narrative:
Stryker product assessment center (pac) evaluated the device and found the high voltage capacitor white wire disconnected inside device. The root cause is a loos fitting lug contact on the high voltage capacitor. The device was archived by stryker and the customer received a replacement.

Event description:
The customer contacted stryker to report a non-critical issue with their device. Upon evaluation of the customer's device, stryker observed the device did not deliver defibrillation as expected. There was no report of patient use associated with the reported event.